Event description:
It was reported that the patient's mobile power unit (mpu) kept turning off at home. This was tested as the hospital and the events were replicated. The hospital replaced the mpu with a new unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit shutting off could not be confirmed with the returned mobile power unit (serial # (B)(6). The mobile power unit was received at the service center. The unit booted up as intended, after plugging into the power outlet, and remained powered throughout evaluation. The reported issue could not be reproduced. The unit passed all testing per the service process procedure. The unit was returned to the customer and ready for use. A root cause of the mobile power unit shutting off could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. No further information was provided. The manufacturer is closing the file on this event.